Manufacturer narrative:
Companion 2 driver (B)(4) was evaluated in the lab at syncardia. Testing was conducted evaluating driver performance at hypertensive and normotensive settings, and no alarms were observed at these settings. During the minimum vacuum and pressure verification test, which simulates an extreme hypotensive condition, the driver exhibited a "left pressure incorrect alarm." After further evaluation, the root cause of the alarm was determined to be a faulty electronic pressure regulator. The regulator was replaced, and the companion 2 driver passed all final performance testing. This failure mode poses a low risk to the pt because it did not prevent the companion 2 driver from performing its life-sustaining functions. A review of the pt file revealed no malfunctions or alarms during pt use that would indicate that the faulty regulator was the cause of the issues reported by the pt. The pt was in an extreme hypertensive condition requiring high dose multi-drug antihypertensive medication and had a significant hemolysis. The customer reported that the driver settings were changed slightly to perform with less invasive settings. After the change, the pt's blood pressure lowered and the pt required less antihypertensive medication. The customer returned the companion 2 driver to syncardia as a precautionary measure rather than because of a known malfunction. There is no evidence that the performance of the companion 2 driver was related to the pt's condition. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
The customer reported that companion 2 driver (B)(4) was supporting a very hypertensive pt. The pt rec'd high doses of multi-drug antihypertensive medication and also required hemofiltration on most days. The customer reported that the pt had significant hemolysis and bloody urine output. The customer also reported that the driver settings were slightly changed to less invasive settings. After the driver settings were adjusted, the customer reported that the pt's blood pressure dropped and the pt required less antihypertensive medication. The customer switched the pt to a backup driver and returned companion 2 driver (B)(4) to syncardia for evaluation to determine if the pt's condition was in any way related to a possible driver malfunction.